Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2015. A further pad-pak was installed during this time. Between (B)(6) 2015 the device records multiple manual power ups of mainly 10 minutes duration. Upon visual inspection of the returned device both battery pogo-pins were observed to be sheared off while the battery guide pin on the returned pad-pak was bent inwards towards the casing. The battery and guide pogo pins were corrected for testing purposes. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.